Event description:
Technician alleged that the bed would not stop rolling, brakes were not holding.

Manufacturer narrative:
Technician found that the brake casters would not lock. Technician replaced the casters to resolve the issue.